Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had no (alternating current) ac power supply and there was leakage in the air and oxygen hose. At this time, is unknown if there was patient involvement. Medtronic was not authorized to evaluate/repair the device. A third party service provider found that the power supply module needed to be replaced. It was also reported that the leakage in the air and oxygen hose had been resolved. Additional information has been requested.